Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and impedance were observed on the right ventricular (rv) lead. The physician elected to cap and replace the lead to resolve the event. The patient was in stable condition.